Manufacturer narrative:
Serial number has been updated in section d4. Device analysis report attached.

Event description:
Per the clinic, the patient experienced nausea and no sound from the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026 and the patient was implanted with a new device during the same surgery.